Event description:
This 46-yr-old female underwent replacement augmentation mammoplasty on 11/14/95 with saline implants. Over the last 2 weeks, she has noticed a gradual, steady deflation. Upon entering the capsule, a totally defalted implant with 75cc orange stained clear liquid was observed.